Event description:
It was reported by the customer that their insulin pump was alarming motor error. Customer stated that they do not use the sensor feature and was unable to rewind the insulin pump. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 350 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with broken off end cap, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads. Insulin pump was unable to confirm motor error alarm or alarm due to broken off end cap. However, motor was tested outside the device and passed. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.